Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, a fenestrated bipolar forceps instrument arced at the end of the instrument tip. The procedure was completed using a backup fenestrated bipolar forceps. No fragment fell inside the patient. No known impact or patient consequence was reported. There was no procedural delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting of the bipolar yaw pulleys. The instrument passed the electrical continuity test.